Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('painful periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), pain ("all over body pain"), malaise ("sickness"), nausea ("nauseous"), dyspareunia ("painful sex"), thyroid disorder ("thyroid") and weight loss poor ("can't lose weight"). The patient was treated with surgery. Essure was removed. At the time of the report, the dysmenorrhoea, pain, malaise, nausea, dyspareunia, thyroid disorder and weight loss poor outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, malaise, nausea, pain, thyroid disorder and weight loss poor to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('painful periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), pain ("all over body pain"), malaise ("sickness"), nausea ("nauseous"), dyspareunia ("painful sex") and thyroid disorder ("thyroid") and was found to have weight decreased ("can't lose weight"). The patient was treated with surgery. Essure was removed. At the time of the report, the dysmenorrhoea, pain, malaise, nausea, dyspareunia, thyroid disorder and weight decreased outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, malaise, nausea, pain, thyroid disorder and weight decreased to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.